Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The occlusion events caused the customer's blood glucose to rise to 600 mg/dl, indicating an adverse impact to their blood glucose level. To address this, the customer administered a correction bolus using their pump. Reportedly, the customer continued to use the pump for insulin therapy.